Manufacturer narrative:
This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the health care professional (hcp) called technical services (ts) asking about the electrogram (egm) for this implantable cardioverter defibrillator (ICD). The hcp questioned why there was no egm data in the non-sustained ventricular tachycardia (nsvt) events. Ts stated this was due to priority to nsvt and that nsvt cannot override the therapy events. It was noted there were multiple atp and shock episodes that preceded the nsvt. The hcp also asked about the atrial tachy response (atr) events and programming to avoid these in the future. Ts reviewed the events which showed oversensing. Ts was unable to conclusively determine what was being oversensed due to it occurring so close to the atrial sensing and suspected it could be lead-on-lead noise. Ts recommended reprogramming options. No adverse patient effects were reported. This ICD remains in service.